Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 packaging tears and there are concerns about sterility. The following information was provided by the initial reporter: material no: 303310 batch no: 0015655. It was reported that 20ml syringes have a paper backing that rips rather than peels to open and the team has concerns about sterility.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-11-30. H6: investigation summary: during the documentary review, no records of quality events were found during the manufacturing process, the batch was inspected and subsequently released in accordance with the current work instructions, however, in the samples received, torn paper is observed and adhered to the film of the packaging, it is worth mentioning that the samples are received open, so it cannot be determined if the defect is caused by failures in the pressure and temperature parameters or characteristics of the components, therefore 13 retention samples were evaluated. No defects observed, results were satisfactory. CAPA 1506100 corrective and preventive action is currently under implementation.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging tears and there are concerns about sterility. The following information was provided by the initial reporter: material no: 303310; batch no: 0015655. It was reported that 20ml syringes have a paper backing that rips rather than peels to open and the team has concerns about sterility.